Manufacturer narrative:
The suspect device is expected to return for evaluation. A follow up will be submitted when the evaluation is complete.

Event description:
The account alleges that during an endovascular aortic repair [evar] procedure, the catheter tip started to detach within the patients aortoiliac bifurcation. The physician had successfully acquired bilateral femoral artery access. A guidewire was then advanced from the ipsilateral right iliofemoral side to the contralateral left side. The damaged catheter was identified via fluoroscopy and was captured while still on the guidewire with a vascular snare device. The damaged catheter was successfully externalized via the contralateral side, no additional patient consequences to report.

Manufacturer narrative:
The suspect device was not returned for evaluation. The complaint could not be confirmed. The root cause could not be determined. The device history record was reviewed, and no exception documents were found. A search of the complaint database was performed and no similar complaints for this lot number were identified. Should the device be returned at a later date, the investigation will be re-opened.